Event description:
It was reported by service report that the foot right side rail broke off of the bed and there were sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.